Event description:
Following lap. Choly procedure the pt began experiencing lower abdomen pain and was readmitted to the hospital where a bowel resection was performed. Further info has not been provided.